Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the arm. On (B)(6) 2025 at 10 pm the patient was feeling hypoglycemic and drank some orange juice. He was disoriented, fell on the floor, lost consciousness, and started to vomit. The wife called 911 and they took the patient to the hospital. The paramedics treated the patient with IV dextrose. At the hospital, the nurse took a bg reading and noticed a discrepancy of 245 mg/dl up to 340 mg/dl (did not provide the exact readings of bg and cgm). At an unspecified time of the event, it was documented prior event the cgm reading was 328 mg/dl, 258 mg/dl and 340 mg/dl while the bg reading was 260 mg/dl. The patient was discharged on (B)(6) 2025 (overnight). At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.